Manufacturer narrative:
Suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 17-nov-2011, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 17-nov-2011, and UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that everything had been going well, the patient started doing low intensity training with a personal trainer to get the patient stable to walk, and yesterday something happened to the patient that had happened to the patient before, years ago, over the last 7-8 years (after patient got dbs) and the thing that happened was the patient arches a bit and stiffened up and stares in a certain direction and this lasts a couple of seconds. Caller said they didn't know if this was related to the dbs or not and was thinking this was the same type of thing that had happened before.caller said healthcare provider (hcp) did a check up on the device the end of the last year, the 21st, and the patient (pt) was told, "there weren't a lot of contacts left with the pt's device," and caller stated pt's device was very old. Caller said a manufacturer representative (rep) had come to that appointment and rep observed pt could no longer, under any circumstance, have an MRI because the leads weren't in there so great, pt doesn't have "real sound contact", so it was "kind of fragile maybe". Caller said they were just overhearing the rep and the hcp's conversation and they didn't really know what was going on. Caller said this happened during covid time and wasn't able to provide an exact date. Caller said that they wondered if the pt doing personal training if there was a certain level of working out the muscles that wouldn't be a good idea with the dbs. Pss reviewed activity guidelines and redirected to hcp. Caller said they don't adjust dbs or turn dbs off/on by themselves. Caller was sure therapy was still on because the pt would know if it wasn't as the pt can tell whenever stimulation is adjusted immediately. The circumstances that led to the reported issue were asked but unknown. Patient was redirected to hcp.

Event description:
The patient will be getting an eeg on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.